Event description:
It was reported that an ilet user could not complete dexcom g7 pairing because the device keypad would not accept the first digit ¿0¿ of the pairing code, preventing cgm pairing and use. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included reliance on an alternative insulin therapy until a replacement device could be provided. Investigation included remote troubleshooting with settings toggles and device restart, visual inspection for external damage, and collection of device identification. Investigation of this case revealed a keypad input malfunction localized to numeric entry, with no evidence of physical damage. It was concluded that the ilet exhibited a user interface malfunction that impeded cgm pairing and required device replacement.